Event description:
The customer reported falsely elevated beijing leadman glucose results on the architect c16000, serial number (B)(6), for one patient. The sample was repeated and the result was lower. The following data was provided: initial result = 8.92 mmol/l repeat result = 4.44 mmol/l. Reference range = 3.9-6.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, architect c16000, serial number (B)(6) and determined the dirty r1b probe the likely cause of the result issue. Service resolved the issue by cleaning the r1b aero rgt probe (09d49-02). No additional discrepant result issues have been reported since the service activity was completed. The r1b aero rgt probe (09d49-02) was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 processing module and r1b aero rgt probe (09d49-02) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000, serial number (B)(6) or the r1b aero rgt probe (09d49-02) was identified.

Event description:
The customer reported falsely elevated beijing leadman glucose results on the architect c16000, serial number (B)(6), for one patient. The sample was repeated and the result was lower. The following data was provided: initial result = 8.92 mmol/l repeat result = 4.44 mmol/l. Reference range = 3.9-6.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.